Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure: ni. "There has been two cases where the laparoscopic scissors are dull at the end. They have been ineffective for surgery. I wanted to get more information on why this is happening." Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Two complaints have been made from this report. Complaint # 2020-001456 complaint # 2020-001457. "There has been two cases where the laparoscopic scissors are dull at the end. They have been ineffective for surgery. I wanted to get more information on why this is happening." Limited information is available at this time. Additional information received on 27jul2020 via email from [name], applied medical account manager I. [Name] has reached out multiple times to the facility but has not received any response. Patient status: no patient injury. Type of intervention: ni.